Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported incomplete coaptation- single leaflet detachment (slda) appears to be related to poor imaging and pre-existing patient anatomy (two surgical valve replacements (aorta and mitral valve)). The reported image resolution poor appears to be related to the shadowing of the surgical valve replacements (aorta and mitral valve). The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted and after the deployment, it was determined that a single leaflet device attachment (slda) occurred and clip was no longer attached to the anterior leaflet. Additional two triclips were implanted on septal and anterior leaflet to stabilize the slda. Per the physician, slda was due to the pre-existing patient anatomy that patient had two surgical valve replacements. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.